Event description:
The defibrillator which was implanted for 31 months showed a battery status gauge dispay of mol 1 (middle of life 1) during a follow-up on 2/22/99. At a follow-up 6/15/99, the defibrillator showed eos. The device was explanted in 1999.